Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that b30 occurred due to failure of combined device. Since the device was not returned, the malfunction could not be confirmed and the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii xenon light source had a b30 and e216 scope communication error messages. The issue was found during preparation for use. The customer later reported the cause was found to be faulty probes and not the video system or light source. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.